Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected.the device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Technical services discussed mid-life behavior. No adverse patient effects were reported. Information suggests this device remains in-service. Should additional information become available this event will be updated. Additional information was received that the patient died approximately 10 months later. The cause of death was not reported and there were no allegations that the use of the device caused or contributed to the patient's death. The device was returned for standard analysis testing over two years later by the funeral home. During initial analysis, the device was found to not have telemetry. Additional analysis testing is being performed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has a charge time +36 seconds. This patient requires pacing but not tachy therapy and is refusing changeout.